Event description:
New information received notes that loss of bluetooth telemetry was noted. No intervention or adverse patient consequences were reported,

Event description:
New information received notes that resolution was attempted. Premature battery depletion was alleged and further intervention was planned. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of the premature battery depletion was not confirmed. The reported events of the device being reset and unable to interrogated were confirmed. Based on the information provided, it was determined that the device moved into service app due to electrocautery exposure. Another reset occurred while the device was in service app due to event queue overflow, which resulted in the failure of the clock value being reset during the power -on- reset recovery procedure. Due to the bad clock value, the device moved into eos status. When the por recovery was being attempted, an alert was seen indicating that a ble failure was observed intermittently, which would prevent future attempts to connect to the device. Reported events of premature discharge of battery was not confirmed. Failure to interrogate, device in backup-mode were confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted electrocautery marks on device. User¿s manual indicated that electrosurgical cautery may cause asynchronous or inhibited device operation. Unable to establish telemetry and reset is consistent with the use of electrocautery. Reset and eos alert was falsely due to event queue overflow, which resulted in the failure of the clock value being reset during the power -on- reset recovery procedure. Analysis performed; tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2024. Back-up vvi mode was noted prior to explant. No adverse patient consequences were reported.